Event description:
The intraocular lens (iol) was implanted on august 13, 1997 during an uneventful surgery. Six days post operatively the implanting surgeon observed a material with a fibrous appearance similar to cortex on the anterior surface of the iol. Physician nd: yag lasered the lens with no effect. Dr clinical impression was that the material on the optic was increasing in size, had an appearance similar to an oil droplet and looked like it was coming from the lens. Pt's visual acuity was 20/40 with no complaints reported. Physician decided to remove the lens because it was cosmetically unappealing and he was concerned the phenomenon might progress. Implanted lens removed and replaced on 9/17/97.